Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on the same day due to failed sensor, the wire was missing. Patient reports no indication of wire protruding from his skin. The patient removed the transmitter from the sensor pod while the sensor was still adhered to his body, which is a practice against cgm's user's guide recommendations. At the time of his call into technical support, patient reports that he is in fine condition.